Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 122 mg/dl at the time of the incident and after set change blood glucose level was 179 mg/dl. It also stated that the customer was drawing the insulin in. The air bubbles was present in reservoir and size of air bubbles was large massive size. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated 1 open/used reservoir. Performed pre-fill reservoir test using a new lab transfer guard per dop114-811. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Also ran basal bolus leaking test per dop114-811 as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into pump. Conclusion: reservoirs no air bubbles.